Event description:
The treating doctor reported that the patient had symptom of a tooth extraction (tooth #6). No additional information or records are available at this time.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptoms. This event is being filed as an MDR as the treating doctor reported that the patient had the symptom of tooth extraction (serious injury), and the invisalign system aligners were being used. The date of event (b3) is based on the timelines reported to align by the complainant and compared to the patient information. There is no conclusive evidence to confirm the date of the reported symptoms.